Event description:
In 2008, the lay-user/reporter emailed lifescan alleging that a one touch ultramini meter had a date/time issue. The patient tests her blood glucose 15 times a day. She takes humalog insulin via an insulin pump. She also takes sliding-scale humalog insulin via injections based on her meter readings. The reporter claimed that the patient's meter was intermittently having an incorrect date and time. The reporter felt as though possibly the buttons of the meter were being pressed while the device was inside the carrying case and possibly in the patient's purse. The patient denied manually changing the meter's date/times. During the time of concern, the patient and reporter took the meter to 3 separate doctor's appointments. In each case, the doctor reportedly reviewed the meter's memory and wrote down the readings. Based on the results found in the meter's memory, the doctor assumed that the patient was not testing her blood glucose as ordered throughout the day. According to the results jotted down by the doctor, the patient was not testing at specified times during the day or for long periods of time. In one particular instance, the reporter explained that one reading appeared in the middle of original month, and the next result in sequence was reportedly taken sometime in a month earlier. The doctor increased her insulin dosages based on the readings found in the meter's memory although the dates/times were off. The reporter alleged that the meter issue and increased insulin dosages caused the patient to suffer hypoglycemic episodes. The patient reportedly developed symptoms of shakiness and heart palpitations after the insulin dose was increased. The meter was replaced. This complaint is being reported due to the following conclusion: the reporter claimed that her daughter developed symptoms that can be associated with severe hypoglycemia after the alleged meter issue started.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in the supplemental report.